Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was not returned to olympus for investigation. Based on the results of the investigation, the event was not confirmed, and the root cause could not be identified. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the video system center had a scope connection error/no image. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The customer contacted the sales business center (sbc) and upon discussion and troubleshooting, the customer contact confirmed the following: the customer could not test scopes when called in. It was suspected that the error message could be a b30 scope communication error, but it could not be confirmed. The issue was intermittent. The issue started happening about 2 weeks ago, but the exact event date is unknown. The customer found the videoscope cable was plugged into the front of the video system center. Also found the 190 series scopes were used when the issue happened. The scopes were tested in other rooms and one of the rooms did not have the videoscope cable plugged in. Conclusion: the 190 scope was tested and had no issues with no image before contacting olympus technical assistance center (tac). The olympus technical assistance center (tac) representative assisted the customer and provided via email the cv-190_b30_e216_quickreferenceguide (52).pdf and suggested following all steps in the guide. Tac also reviewed the cleaning instructions for the video system center units. The customer mentioned the units had been cleaned with clorox wipes which was noticed to damage the usb port and there was now discoloration of the unit. The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.